Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the sheath broke in half during the slitting, which caused the left ventricular (lv) lead to be pulled out. The physician had to restart the coronary sinus access from the beginning. The lead was ultimately placed and remains in use. No patient complications have been reported as a result of this event.